Event description:
The ventilator shut off while in use and displayed the message "inop". The patient was resuscitated with a bag for 10 minutes while the device was changed to another ventilator. The patient tolerated the event with no acute respiratory distress. The biomed engineering dept. Evaluated the ventilator and found a frayed power cord. The cord was replaced and the ventilator tested ok.